Manufacturer narrative:
(B)(4). We were informed this lead was explanted and replaced yesterday. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead has dislodged into the atrium and was confirmed via fluoro. The patient will be scheduled for a lead revision. There were no adverse patient events reported. Should additional information be received, this file will be updated.